Manufacturer narrative:
It was observed and confirmed that one of the clave connectors bonded to the trifurcated adapter of the 011-h1368 set had become separated at the bond. The bond was analyzed using ultraviolet (uv) light and it was found that there was insufficient solvent applied at the bond interface which led to the unintended separation during use. The probable cause is typical of insufficient solvent coverage during manual bonding at the manufacturer. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was provided by the customer on 5-dec-2023. The customer stated that the device was connected to the patient at the time of the event with no repercussions on the patient's health condition. The patient's health condition was stable, and no one was harmed during the incident, no adverse events noted, no blood loss, no delay in therapy. The therapy was successful, and there was unprotected exposure to a cytotoxic product for the patient and the patient beside him since they were not wearing a mask. The nurse had a mask and gloves. There were no problems with the device prior to use, the filter was not cracked and a special kit was used to clean the leak.

Event description:
The incident involved a 30 cm (12") appx 3.2 ml, set ambrato per infusione, 4 clave®, perforatore con filtro. The connection was disrupted during placement of treatment, leading to a spillage of chemotherapy onto the floor. There was a risk to not deliver the entire dose. There was unknown patient involvement, unknown adverse events/human harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.